Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The claimed issue was related to leakage from o2 french connector. There was no patient involvement. Identification of issue has been done by analyzing problem description and attached photo. According to the information provided by the technician, the leak occurred during installation due to poor fixation of the gas hose at the inlet. The o2 french connection was replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. Unfortunately, neither the device log nor the claimed part were available for further analyze. Therefore, the root cause of the reported issue has not been determined. The correction of fields #h4 device manufacture date, #h6 health effect ¿ impact codes and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 04/07/2021. Corrected manufacture date: 03/31/2021. #h6 health effect ¿ impact codes: previous health effect ¿ impact codes: no health consequences or impact///2199. Corrected health effect ¿ impact codes: no patient involvement///2645. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
It was reported that the air hose connected to the ventilator¿s air inlet was leaking. There was no patient harm. Manufacturer's ref.#: (B)(4).